Manufacturer narrative:
The facility reported that a staff member had exposure to her eyes from intercept. She was wearing glasses but not a protective face shield. The intercept detergent splashed up when dosing the endoscope manual cleaning sink. There was no reported additional medical attention sought by the facility member. This complaint will continue to be monitored within medivators complaints system.

Event description:
The case states that a staff member at facility was splashed in the eyes with intercept detergent. She was wearing glasses but not protective face shield. There is potential for chemical exposure symptoms.